Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill was broken when open the drill hole to insert the screw to fix the cup during tha surgery on (B)(6) 2018. The surgeon confirmed there was no broken fragment left in the patient¿s body. The surgery was finished without any other problem although it was not reported how the surgery was completed. There were no broken parts in the patient¿s body. There was less than 30min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
.